Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization of an unruptured aneurysm, the physician felt resistance while repositioning a coil. The coil became entangled with the subject coil already in place in the aneurysm. The coil prematurely detached or broke and stretched inside the patient. Different unsuccessful attempts were made to either push back the coil into the aneurysm or capture the distal part of the coil. The broken coil was protruding from the aneurysm into the internal carotid artery. The coil was retrieved by a snare device dragging the already implanted subject coil out of the aneurysm. Both coils were removed successfully and the procedure was completed without patient impact.

Manufacturer narrative:
Although the device history record could not be reviewed because the batch remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject main coil was returned detached from the delivery wire (not returned), within an sl-10 microcatheter with another target coil inside. Visual examination of the returned device revealed that the main coil was broken, stretched, severely tangled, and the main coil suture was damaged. Based on the information available and analysis of the device, the subject main coil was placed and detached in the aneurysm with no issues noted. Following issues with the placement of a subsequent coil the physician noted "removing the detached coil also dragged the previous coil out of the aneurysm". As the reported events were caused by an issue with a different target coil, an assignable cause of operational context has been assigned to this investigation (B)(4). This is the second of 2 reports.

Event description:
It was reported that during coil embolization of an unruptured aneurysm, the physician felt resistance while repositioning a coil. The coil became entangled with the subject coil already in place in the aneurysm. The coil prematurely detached or broke and stretched inside the patient. Different unsuccessful attempts were made to either push back the coil into the aneurysm or capture the distal part of the coil. The broken coil was protruding from the aneurysm into the internal carotid artery. The coil was retrieved by a snare device dragging the already implanted subject coil out of the aneurysm. Both coils were removed successfully and the procedure was completed without patient impact.